Event description:
It was reported to philips the device 12 lead would not work and showed dashed line. The alleged failure was observed while the device was in use on a patient, however, no adverse patient impact was reported by the customer.